Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient was drinking alcohol before she felt nauseous. She felt like she had a hangover and laid down. She woke up at 11 pm because she was experiencing breathing problems. The patient was taken to the hospital by her boyfriend using their own vehicle. At that point, the patient was not able to walk in the emergency room. The patient was admitted to the intensive care unit from (B)(6) 2024, she was then transferred to the normal room on (B)(6) 2024. At the hospital, the patient was treated with IV insulin. The patient was discharged on (B)(6) 2024. At the time of the report the patient was doing better. At an unspecified time of the event the nurse took a bg reading which was 180 mg/dl and the cgm reading was low. At the time of the event the patient was recovering. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid at an unspecified time when the patient was in the hospital. No additional patient or event information is available.